Event description:
Report rec'd from the USA stating that the device needed service; during servicing, the device was found to have damaged bearings. It is unknown if the device was being used during surgery. It is unk if injury or medical intervention or surgical delay occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged bearings" could be confirmed. During service, the device was found to have damaged bearings. If additional information is received, a supplemental report will be sent. (B)(4).